Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by feeling unwell, abdominal pain and cloudy effluent. The breach in aseptic technique was further described as unsterile handling due to a small injury on the skin with bleeding near the tenchoff exit site, which led to peritonitis. The patient was not hospitalized for the event. On the same day as onset of the event, the patient was treated with obracin (80 milligram per day), vancomycin (2 gram once) intraperitoneally. Two days later, treatment with obracin and vancomycin was discontinued. The next day the patient was started on cefepime intraperitoneally (1 gram per day) for peritonitis. Two days later treatment with cefepime was discontinued. The next day, the patient started treatment with ciprofloxacin (500 milligram two times per day orally). The peritoneum was also rinsed with physioneal and the catheter exit site was disinfected daily. At the time of this report, the patient was recovering from the peritonitis event. Physioneal therapy was ongoing. The action taken with extraneal therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.